Event description:
A report was received that the pt's precision system was explanted. There is no further info available.

Manufacturer narrative:
The explanted devices were not returned to bsn for further evaluation. A review of the manufacturing documentation for the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.